Event description:
It was reported to the manufacturer that the vns patient reported that the device began "rapid firing". The stimulation was perceived to be continuous which led to the patient coughing with stimulation. The patient eventually vomited from the excessive coughing caused by the stimulation. There was no patient manipulation or trauma to the device site that could have contributed to the reported event. Diagnostic tests performed on the patient's device revealed proper device function. It is unknown if x-ray views of the device have been taken to assess the integrity of the system. The device has been disabled and the patient has been put on hold for six months. There were no causal or contributory programming changes that preceded the onset of the event. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.